Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, energy delivery, and intuitive motion tests/ inspections were performed and the complaint could not be reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument main body was not able to be used and was removed using an emergency wrench. The robot operation could not be continued due to the error of the main body, and it shifted to laparoscopic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the procedure was converted to traditional laparoscopic approach and it is unknown if the conversion resulted in increasing port size incision or adding additional ports. The patient tolerated the change and there was no patient injury.